Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. During a neurosurgery, the irrigation unit stopped working. The clamp function did not operate correctly. The operation was stopped and delayed over 15 minutes while waiting for a replacement unit. There was no risk to the patient.

Manufacturer narrative:
Investigation: during a functional test, a sporadic malfunction of the anchor in the magnet was determined. The sliding coating of the magnet is worn and abrasion of brass-contacts is recognizable. These two parts are subject to normal wear and tear, depending on the number of usages. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as the result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: due to the age of 19 years and thereby the number of usages, the error is caused by normal wear and tear. Corrective action: a CAPA is not necessary.